Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no capture and no sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.